Manufacturer narrative:
Paradoxical Adipose Hyperplasia (PH/PAH) is a known potential adverse event addressed in the product labeling.According to the CoolSculpting User Manual, under Rare Adverse Events, Paradoxical Adipose Hyperplasia (PH) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. PAH is not related to any CoolSculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported that a patient experienced paradoxical hyperplasia (PH) on the abdomen (upper and lower) after CoolSculpting Elite treatment on (b)(6)2026, using Curve 150 Applicators, 4 months post-treatment.Healthcare professional described the treated area as: "The tissue on the abdomen that has been treated with CoolSculpting is larger than before treatment. The treated tissue is also more compact and harder than the surrounding untreated tissue".